Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter contamination. The following information was provided by the initial reporter: details of incident / nature of device defect test two syringes discovered whilst preparing trays for vaccination - brown discolouration inside needle sheath which looks like rust. Details of injury (to patient, carer or healthcare professional): no injury.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/10/2021. H.6. Investigation: a device history record review was completed for provided lot number 2006402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, embedded contamination was observed within the syringe shield. It has been concluded that the contamination was most likely grease from the molding machinery. This is a cosmetic defect only with no risk to the patient health, as the foreign matter is embedded within the component without the possibility of detachment.

Event description:
It was reported that 2 syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter contamination. The following information was provided by the initial reporter: details of incident / nature of device defect test two syringes discovered whilst preparing trays for vaccination - brown discolouration inside needle sheath which looks like rust. Details of injury (to patient, carer or healthcare professional): no injury.